Event description:
Procedure type: gastrectomy. According to the reporter: after firing the device, a broken piece was found on the proximal side of the donut tissue. No bleeding occurred, the staple line and anastomosis were normal. No tissue loss/damage occurred, and nothing additional was performed to complete the procedure. Operating time was delayed by 30 minutes or more, while the surgeon was examining the broken component. Nothing fell into the patient cavity, and no patient injury was reported.

Manufacturer narrative:
Initial report sent: 04/10/2008.